Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The guide wire was not removed prior to removing the device, likely contributing to the resistance encountered during removal. It should be noted the perclose proglide instructions for use states: remove the guide wire before the exit port crosses the skin line. The investigation determined the reported difficulties and treatment appear to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic right lower angiogram procedure. Reportedly, the proglide device was successfully deployed with the guide wire still in the anatomy. The footplate was retracted and the device came out only to the guide wire exit port and was stuck. The device could be advanced, yet not removed. The patient was transferred to the operating room where the suture was cut and the proglide was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.